Event description:
It was reported that log files were submitted for review and captured 2 no external power events while connected to the mobile power unit (mpu). The system controller appropriately switched to the backup battery when external power was lost. The events resolved once external power was completely restored.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4: UDI has been corrected. Section h4: manufacturing date has been corrected. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log files. Data from the submitted log files on the reported event date of 4jun2024 was reviewed. No external power alarms activated from 15:55:25-15:56:17 and from 18:33:37-18:34:05 when voltage across both power cables decreased to ~0v. This sequence of events is consistent with a loss of ac power while the controller is connected to the mobile power unit (mpu). The alarms cleared when power was restored to the mpu and the backup battery supported the system without issue during the event. The no external power alarms did not impact the controller¿s ability to support the pump and there were no other notable events captured on the reported event date in the log file. Provided information indicated that the patient's home experienced a loss of power during the reported event. The root cause for the reported event was determined to be a loss of power to the patient's home and not correlated to an issue with the mpu. The device history records were reviewed and the records reveals that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 14may2024. The heartmate 3 instructions for use (rev. A) was available for use at the time of the event. Section 7 ¿alarms and troubleshooting¿, includes how to identify and resolve no external power hazard and power cable disconnected alarms. The heartmate 3 patient handbook (rev. D) was available for use at the time of the event and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that there was a brief loss of power to the house.